Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6322615; medical device expiration date: 2021-11-30; device manufacture date: 2016-11-17. Medical device lot #: 5295961; medical device expiration date: 2020-10-31; device manufacture date: 2015-10-22. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe broke at the cone luer-lok on a bd safetyglide¿ needle and syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the syringe broke at the cone luer-lok on a bd safetyglide¿ needle and syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
(B)(4) was provided to the customer to support connectivity of hypak luer syringes with disposable needles. The issue in the complaint is not with the needle component. The complaint is already addressed in (B)(4). No further reporting on this complaint is needed.

Event description:
It was reported that the syringe broke at the cone luer-lok on a bd safetyglide needle and syringe. There was no report of exposure, injury, or medical intervention.